Event description:
It was reported that the device an experienced system error 105. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The unit was received inoperable due to the reported symptom of "system error 105" caused by failed motor. The failed motor assembly was replaced.